Manufacturer narrative:
(B)(6). Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that when they drew the drug, it discolored to a cream color. The returned syringe was examined and exhibited about 2 units of a clear liquid inside the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely insulin mixed with some silicone. The spectral analysis shows that this material is most likely insulin mixed with some silicone. The insulin would not have been acquired during the manufacturing process. Unable to perform DHR check for foreign matter in syringe due to unknown lot number. Investigation conclusion : bd was able to duplicate or confirm the customer¿s indicated failure, however, the insulin would not have been acquired during the manufacturing process. Root cause description : insulin acquired from the customer during use. Rationale : based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd plastic pack¿ / bd lord's¿ insulin syringe with needle when the drug was drawn it discolored to cream color.